Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer disposed the used material.

Event description:
It was reported that the insulin cartridge leaked insulin at the connection site of cartridge and adapter several times. On one occasion, (B)(6) 2022, this resulted in high blood glucose levels.